Event description:
It was reported the device was in use with patient for infusion. The reporter stated after scheduled infusion was complete, the IV bag was examined and showed approximately 50 ml of medication remaining. No adverse effects reported.